Manufacturer narrative:
The surgeon determined the surgery to be successful and he determined the bleeding was not related to the implant system. The product was not returned by the hospital and therefore was not received for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision took place as a result of unknown patient bleeding. The surgeon determined the surgery to be successful and the bleeding was not related to the implant system. The surgeon implanted a sternalock 360 (sl360) and the patient was moved to recovery. It was discovered in recovery that the patient had bleeding so the patient was re-opened and the sl360 was removed to locate and stop the patient bleeding. Once the bleeding was stopped, the patient was re-plated with the sternalock blue plating system.